Event description:
As initially reported by healthcare professional on behalf of consumer who had developed marginal corneal ulcer after wearing contact lenses. Medical intervention or treatment details was not reported. The status of the consumer¿s eye was unknown at the time of this report. No additional information has been requested at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).